Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cardiovascular accident (cva) (stroke) das system. The pump contained gablofen with a concentration of 1000 mcg/ml at a dose of 216.3 mcg/day. It was reported a critical alarm occurred and was heard/confirmed by telemetry. The hcp reported low battery reset occurred on (B)(6) 2016. The pump was in safe state. The hcp was not aware of any symptoms. The last programming was performed on (B)(6) 2016. There were no patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.